Event description:
It was reported that, "l4 screw 6.5x45 es2 blades broke off while surgeon was trying to seat his rod in a l4-s1 construct. Then he tried to replace the screw and was not able to engage the tulip head with either a poly axial driver or a screw driver. Tabs should not break before and there should be a better way to re-connect with the screw. This delayed the case by over an hr. He eventually had to make a larger incision in order to put on a set screw to final tighten."

Manufacturer narrative:
Device implanted.

Event description:
It was reported that, "l4 screw 6.5x45 es2 blades broke off while surgeon was trying to seat his rod in a l4-s1 construct. Then he tried to replace the screw and was not able to engage the tulip head with either a poly axial driver or a screw driver. Tabs should not break before and there should be a better way to re-connect with the screw. This delayed the case by over an hr. He eventually had to make a larger incision in order to put on a set screw to final tighten."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: no inspection was completed because the device was not returned. Device history review: the batch # is unknown therefore no device history review was completed. Conclusion: the blade breakage was confirmed by the sales rep. The most likely cause of failure was the application of too much reduction force causing the blades to disengage from the screw head. The recovery system is used to reconnect to the screw and complete the surgery; however the recovery system was not available at the time of this event. The failure resulted in a surgical delay of one hour and required an enlargement of the incision in order to access the failed es2 integrated blade screw. A nonconformance was initiated.